Manufacturer narrative:
Additional information received: the original mitral valve repair showed evidence of systolic anterior motion (sam) and was a technical issue due to unusual patient anatomy. The surgeon removed the ring and attempted to correct the same with further mitral valve annular surgery and implanted another medtronic ring device. Subsequently, the patient developed a fatal heparin-induced systemic thrombosis. The physician reported that the patient's death was not device-related. (B)(4).

Event description:
Medtronic received information that 10 days post implant of this annuloplasty ring, the ring was explanted for an unknown reason. The device was replaced with an unknown manufacturer's device. The patient expired 14 days post surgical replacement. The cause of death was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event have been unsuccessful. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).